Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 600+ mg/dl. The mother noticed skin irritation and infection. The mother stated that the infection lasted about 10 days. The customer was advised to clean the site with alcohol swabs and preps. The customer was advised to clean the site with proper cleaning techniques. The customer was advised to check blood glucose frequently.